Event description:
Spontaneous call from pt to report that when she was switching pumps she discovered pump serial number (B)(4) had a full cartridge and had not infused any medication for the past 48 hrs. Pt states that during past 48 hrs she "felt really bad." Pt switched to functioning pump, replacement sent via emergency courier. No further info is available. Is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes - no medical intervention, pt discovered fault when snapping pumps. Is the actual device available to be return? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.